Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brushes are falling out... Tuft of bristles came loose - oral-b power refills [device breakage] , [oral-b toothbrush] is moldy [product contamination microbial] . Case narrative: consumer via phone stated that brushes were falling out and a tuft of bristles came loose during use. No injury was reported. Follow-up 24-mar-2026: follow up-MDR no longer applicable. Case will be recoded to non-critical pqc as per provided photo and therefore the MDR is no longer needed and can be cancelled/deleted. No injury was reported.

Event description:
Brushes are falling out; tuft of bristles came loose. Oral-b power refills (device breakage) (oral-b toothbrush) is moldy (product contamination microbial). Case narrative: consumer via phone stated that brushes were falling out and a tuft of bristles came loose during use. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.